Event description:
Subsequent to the initially filed report, the following information was received: it was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with an 8f sheath after an interventional neurological procedure. Reportedly, the suture separated when the plunger was removed. Another proglide device was used with the same result. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction, suture pulled until it breaks or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under separate medwatch report.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, the suture separated when the plunger was removed. Another proglide device was used with the same result. An unspecified method was used to achieve hemostasis. No additional information was provided.